Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 06, 2024. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer); g3 (date received by manufacturer); g6 (indication that this is a follow-up report); h2 (follow-up due to additional information); h3 (device evaluation anticipated - evaluation is in progress, but not yet concluded). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer) h2 (follow up due to additional information & device evaluation) h3 (device evaluated by manufacturer) g6 (indication that this is a follow-up report) h6 (identification of evaluation codes 10, 11, 3331, 4210, 25) the returned sample was visually inspected upon receipt, no anomalies were noted. The returned sample was then leak tested, as received, by connecting with a calibrated manometer, submerged into a water bath, and pressurized up to 1030 mmhg and a leak was noted immediately. A retention sample from the same lot number was obtained. No buffer solution was noted on the unit upon opening the pouch. Upon evaluation of the returned sample, the unit was found to leak initially when tested. It is possible that the large bore cap was not fully tightened during the manufacturing process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during set-up there was leakage from the shunt sensor. As per the subsidiary, when the shunt sensor was unpacked, leakage of buffer solution was found and the inside of the package was quite wet. No patient involvement. Product was changed out. Procedure was completed successfully.